Event description:
During a laproscopic cholecystectomy procedure, the clips scissored and fell out into the pt and had to be retrieved. Another like device was used to completed the procedure. There was no pt consequence.